Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large hem -o- lok clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the large hem -o- lok clip applier instrument had clip application failure. The procedure was completed as planned with no reported injury using a backup instrument. Isi followed up with the initial reporter and obtained the following additional information: the incident with the clip applier did not occur while loading the clip onto the instrument or prior to clip application, but happened when the surgeon attempted to clamp on a vessel or tissue bundle. The jaws of the clip applier remained static and did not move when movement was commanded, resulting in unsuccessful clip application due to incomplete closure of the clip. There was no unexpected motion of the instrument. The correct type and size of clips were used, with the vessel or tissue bundle not exceeding the specified diameter. The number of times the clip applier had been used during the procedure was not remembered, and there were no photos or videos available for review.